Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date. Date implanted. Manufacture date.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent right total hip arthroplasty on an unknown date. Subsequently, patient was revised on the right side on (B)(6) 2006 due to loosening of the stem.